Manufacturer narrative:
The initial MDR 2432235-2015-00580 was filed on december 14, 2015. The first supplemental MDR 2432235-2015-00580_s1 was filed on december 30, 2015. Additional information (01-06-2016): after further investigation, siemens determined that a user error contributed to the issue. The customer was incorrectly configuring their sids. In addition to adjusting the configuration of the mispl to use a shorter purge interval, the customer has been informed of the proper use and configuration of sids.

Manufacturer narrative:
A siemens customer service engineer (cse) performed troubleshooting remotely. The cse discovered that the issue was a configuration of the purge mispl rule. The purge interval allowed for a sample ID from (B)(6) 2015 to be re-used before the old data was purged. This caused the wrong patient information to be sent to the dimension vista instrument. The cse discovered that the sample in question was not purged as it remained in a "pending to review" status. The order on the day of the event (B)(6) 2015 for this sample was rejected, and the centralink has also rejected incoming results from the dimension vista instrument. The cse has adjusted the configuration of the mispl to use a shorter purge interval from 30 to 6 days to omit the pending to review samples. The cause of the incorrect test results obtained on one patient sample was due to a configuration issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Incorrect test results were obtained on one patient sample with the centralink data management system. The same sample ID tested was queried a month earlier for a different patient, and the results of the patient queried the previous month were applied to a new patient, tested using the same sample ID. It is unknown if any of the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to incorrect test results obtained on one patient sample.

Manufacturer narrative:
The initial MDR was filed on (B)(6) 2015. The discordant results were not reported to the physician(s) as they were rejected by the centralink.

Event description:
The discordant results were not reported to the physician(s) as they were rejected by the centralink.